Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. A field service engineer replaced the keyboard to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard was not working. Customer stated that the letter x in their 3-4 ID not able to log in to dispensing medication to the patient after surgery. There was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.